Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a rectal anastomosis, the device did not fire. There was no patient injury, adverse event or delay in surgery time reported. A new instrument was opened to continue.